Manufacturer narrative:
All button functioned properly. No keypad anomaly, damage on keypad traces or sticky down button during testing noted. The connector on lcd board was inspected and no anomaly was noted. All operating currents are within the specification, no unexpected low battery, weak battery, off no power, battery out of limit alarm or battery indicator anomaly noted. No damage on battery cap noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked case near reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's consultant (B)(6) reported via phone call of issues with the customer's insulin pump. The consultant states the customer's down arrow is sticking. (B)(6) states the battery cap is worn, and they have received off no power and weak battery alarms. It was reported that the customer has tried to replace batteries. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.